Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 14-oct-2016 from a healthcare provider (hcp) indicated no interventions were taken and no specific cause was listed.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who catheter dislodged and lower extremity numbness and weakness. A x-ray was done on (B)(6) 2016 and it was noted that the catheter had migrated anterior. The patient had right anterior thigh numbness and right leg weakness after using the bolus device. No actions have been taken and the issue is currently listed as ongoing.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information received from a consumer patient receiving (morphine 5mg/ml at 2.625mg/day) and bupivacaine (5mg/ml at 2.625mg/day) via an implanted pump. Indication for use was noted as malignant pain. It was reported that the patient had a dye study on (B)(6) 2016, to check the tip placement of the catheter because the patient stated that with every bolus they gave themselves, the felt numbness and weakness. The patient did not mention having issues with giving themselves a bolus as their last appointment on (B)(6) 2016, so the issue began somewhere between (B)(6) 2016 and (B)(6) 2016. The dye study looked fine, so the physician was ordering an MRI to further investigate the issue. The MRI results were "catheter at t11 t12, slightly right of midline and terminating between l1 and l2." The cause of the numbness and weakness with each bolus was not determined. The numbness and weakness with each bolus resolved. No changes were done to the drugs. On (B)(6) 2016 additional information was received from a healthcare provider via a post-market study. The pump settings as of (B)(6) 2016 were to deliver morphine (infumorph 10.0 mg/ml) at 3.697 mg/day and bupivacaine (10.0 mg/ml) at 3.697 mg/day with a patient activated dose of 0.599 mg/bolus. After an update on (B)(6) 2016 pump was programmed to deliver morphine (infumorph 20.0 mg/ml) at 3.697 mg/day and bupivacaine (20.0 mg/ml) at 3.697 mg/day with a patient activated dose of 0.599 mg/bolus. There was a medication side effect. When lying prone and taking a bolus the patient would get numbness and weakness of the right leg. Once he got up, it would go away within a few minutes. The event resulted in an unscheduled clinic or office visit. On (B)(6) 2016 an in office bolus was given with the patient prone. The results were numbness and weakness of the right leg. The bupivacaine was decreased and the bolus was discontinued. On (B)(6) 2016 the bolus was restarted at a lower dose secondary to increased pain. On (B)(6) 2016 an MRI without contrast was done. The results were no granuloma and unremarkable. The event was considered related to the device or therapy, not related to the implant procedure, and related to the drug bupivacaine. The drug action that caused the event was reported to be "no change in drug." The event was unresolved, but no further action was planned. On (B)(6) 2016 further information received reported that on (B)(6) 2016 an x-ray was done. The results revealed the catheter migrated anteriorly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study. The outcome was noted to be unresolved at time of study exit/death/study closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient was no longer in the clinical study due to death, which was unrelated to device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.